Event description:
The leads were being removed (details unk). The ins was to remain implanted in case the patient wanted to use it in the future. Further information is being requested at this time.

Manufacturer narrative:
(B) (4)